Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of programming error was not confirmed with the information provided via email. No devices were returned for this investigation; therefore, inspection, testing and log review could not be performed. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported programming error was not determined as no devices or logs were returned for the investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer replaced an alaris pump that did not alert "air in line" and new pump alerted air in line. The clinician paused the pump, resolved air in line, and restarted. Once restarted, pump programmed to an incorrect rate and not the rate that had been programmed prior to pausing. Pump had been programmed to run at 25.2 and restarted back at 25.3. There was patient involvement but no harm. The customer later clarified that: at the point the pump was switched was started at 1445, at 25.3 ml/hour, had an air in line alarm at 1453, but was stopped again at 1511, with only 6.41 ml infused. It was then switched to a different pcu and pump and started again at 1559 running at 25.2 ml/h which was identified by the biomed as the incorrect rate. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer replaced an alaris pump that did not alert "air in line" and new pump alerted air in line. The clinician paused the pump, resolved air in line, and restarted. Once restarted, pump programmed to an incorrect rate and not the rate that had been programmed prior to pausing. Pump had been programmed to run at 25.2 and restarted back at 25.3. There was patient involvement but no harm. The customer later clarified that: at the point the pump was switched was started at 1445, at 25.3 ml/hour, had an air in line alarm at 1453, but was stopped again at 1511, with only 6.41 ml infused. It was then switched to a different pcu and pump and started again at 1559 running at 25.2 ml/h which was identified by the biomed as the incorrect rate. There was patient involvement, but no harm.